Manufacturer narrative:
Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use for 3 months. No additional patient or event information was available. Tandem technical support instructed the customer to use a new transmitter.